Event description:
After a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. In 03/05, the pt had a taxus express2 drug eluting stent implanted. The primary care physician reported that the pt has been experiencing joint pain, fever to 101 degrees, rashes, sed rate 51, and "lupus" like symptoms. He states that thier pt's symptoms are worsening. He has referred the pt to their cardiologist who has been unable to provide and help or info. The pt had discontinued taking plavix without any relief of symptoms. The pt saw a dermatologist mid july and was put on prednisone and something for rosacia. The primary physician has not responded to follow up requests inquiring on the pt's current condition.